Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to a crack in the insulation. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing inappropriate therapy and high impedance measurements. The rate sensor was replaced with a new rate sensing lead, the ICD was also removed at this time.